Event description:
A technician found a couple of needles with extra paint/glue on the outside of the hub. We think this did not compromise the safety of the sterile compounding since the needles are still sterilized and in their sealed wrapping. They were sequestered and not utilize for medication compounding as soon as they were identified. We only identified about 5 needles in this lot that had this extra paint. Manufacturer response for precision glide needle 16gx1¿, precision glide needle 16gx1¿ (per site reporter). [Redacted date] [redacted names] directed (B)(6) defect team to reach out to bd to coordinate the return w [redacted name]. (B)(6) team emailed bd [redacted name] on it. [Redacted date] received via email on [redacted date] and asked site to place a safer event. Maude database crosscheck was negative for trend of similar reports (one similar one was believed to be from (B)(6)) tracker (B)(4) was similar in nature but samples was not returned to bd for investigation. Different lot number.